Manufacturer narrative:
Additional information received: the patient received treatment 7 months post the index procedure. An endurant limb (etlw1628c146e / (B)(6)) was inserted followed by (etlw1616c124e /(B)(6)) just above the right hypogastric artery, successfully resolving the type 1b endoleak. Film evaluation summary: the reported type ib endoleak on the right side was confirmed on the images provided. It is most likely that the enlarged right common artery diameter was the cause of the observed event. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pr e-implant anatomy. It is considered that disease progression over the duration of the device being implanted in the patient was a likely factor in the observed event. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a computed tomography angiography (cta) follow-up, a type ib endoleak was noted in a patient treated with a stent graft, specifically the stent graft etlw1624c146e endur ii limb, for a 90 mm aneurysm. The cause of the event was identified as an aneurysmal/ectatic right common iliac artery. The CT was reviewed and confirmed by the physician as a type ib endoleak. Future treatment is planned to extend the right limb. The reported event has not been resolved, and the device remains implanted and in service.